Event description:
It was reported that the stapler was used during a low anterior resection procedure. The surgeon fired the stapler across the rectum. The surgeon resected the colon and released the stapler. After the stapler was removed the surgeon noticed that there was no staple line present on the distal section of the rectum. The surgeon then hand sutured the distal segment of the rectum and use another stapler to perform the anastomosis without consequence to the pt.